Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of endoleak type ia with a secondary procedure. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was off-label neck anatomy (intentional user error). No other procedure-related contributing issues and harms, and/or cautionary product use condition could not be determined due to the lack of medical information. It was reported that the patient was in stable condition post procedure; there have been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. It was reported that the patient had a type 1a endoleak. On (B)(6) 2017 a secondary procedure was performed. The physician elected to re-line the initial devices with a suprarenal aortic extension to seal the endoleak. The patient is reported to be in stable condition.